Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported dissection may have been procedure related. The IFU states: the use of this device in the coronary vasculature is a contraindication.

Event description:
During mapping of the coronary cusp for ventricular ectopy, a dissection of the main stem of the left coronary artery occurred. The patient is now stable. No further information is available.